Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be due to the user not following IFU instructions for adequate maintenance. However, this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "service: contact customer support for technical support and customer service instructions to enable appropriately qualified technical personnel to repair those parts of the equipment that medivance considers repairable.". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was broken connection on the manifold harness repaired by customer using a crimped connection on the arctic sun device. The hot and neutral connections between the power inlet module and the ac main voltage circuit card showed signs of electrical over stress .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was broken connection on the manifold harness repaired by customer using a crimped connection on the arctic sun device. The hot and neutral connections between the power inlet module and the ac main voltage circuit card shows signs of electrical over stress.